Manufacturer narrative:
E1: initial reporter last name: e1: initial reporter address: e1: initial reporter city: h10: the device was received for evaluation contaminated with blood. The set was disinfected, and a leak test was performed to the blood side and no leak noted. The set underwent a leak test to the dialysate side and a leak was noted. The reported condition was verified. The cause was due to a crack observed in the welding seam. During manufacturing, a 100% control is performed for the tightness of the welding seam and the measured values were within the specification. Also, the review of the welding parameters show that they are within the specification. The cause of the cracked seam could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, an external fluid leak was observed originating from the welding seam of a polyflux 170h set. Upon further inspection a crack was noted in the welding seam. There was no patient involvement. No additional information is available.